Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted the drain and patient line to be disassembled. Functional testing was performed including leak testing, clear passage test, clamp function test, and device-device interaction testing. There was a leak noted from a disassembled drain line tubing with molded port connected to cassette patient line port and patient line tubing with patient connector connected to the y connector of the drain line. The reported condition was verified. The cause was determined to be related to manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked. This occurred during patient set up. The location of the leak was unknown but the home patient said the patient line holder was wet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.